Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Unique identifier (UDI) # (B)(4). Occupation was lay user/patient.

Event description:
There was an allegation of an issue with the display of the coaguchek xs meter that could lead to a misinterpretation of results. The customer stated the result from the meter was 4.7 inr but noticed the result looked "weird". The customer thinks the result resembled a 40 and not 4.7 inr. The customer saw a black circle with a line through it where the period space is located, space, and then saw the 7 with inr at the end. There was no actual misinterpretation of a result.

Manufacturer narrative:
The customer's meter was received for investigation. No display issues were observed. The meter¿s circuit board was tested for damage or contamination and it was found that the meter had been exposed to liquid. The root cause is determined to be contamination due to improper handling or maintenance by the customer. Medwatch fields d9 and h3 were updated.